Event description:
During the procedure, both radiopaque markers were not visible on the catheter tip under fluoroscopy. The device was uneventfully removed and there were no consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added; device evaluated by mfg ¿ corrected; expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter was returned without the hoop loosely coiled. Analysis of the returned device revealed that the catheter shaft was found to be kinked/bent. The catheter shaft was examined under x-ray and both proximal and distal ro markers were confirmed to be present on the catheter shaft. Information available stated that the anatomy was severely tortuous. It is likely that procedural factors/anatomical factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
During the procedure, both radiopaque markers were not visible on the catheter tip under fluoroscopy. The device was uneventfully removed and there were no consequences to the patient.